Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a hole/cut in the hose, damaged cable/cord/wiring, damaged/corroded bearings, damaged locking components, damaged locking parts, broken hose, and damaged/corroded motor dropout. It was further determined that the device failed pretest for air pump assessment, noise assessment, safety assessment, motor thermistor assessment and loctite and cable assessments. It was noted in the service order that the device was not working well. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.